Event description:
It was reported that customer received repeated minimum fill notifications with three different cartridges over a two-week period while attempting to load new cartridges into pump. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump connection area with alcohol wipe or lint-free cloth as instructed, and worked with support to fill and load a new cartridge using proper technique; loading a second new cartridge resolved issue, and customer successfully loaded cartridge and resumed insulin delivery.